Event description:
A surgeon reported that he observed corneal burns during surgery. The event occurred in 3 out of 7 surgeries performed by this surgeon. A company sales rep visited the hosp to adjust the settings of the system per the surgeon's request. During the visit, the rep observed 2 cases of corneal burns: in the first case the surgeon used his normal settings and he noted that there was a corneal burn. He sutured the eye. During the second case, the rep recommended the surgeon to adjust the settings. During the case the surgeon reported a chamber collapse. The company sales rep noted that despite instructions the settings were not adjusted. No pt harm resulted from the collapse, but the surgeon noted a corneal burn. The eye did not require sutures. The sales rep spoke to the theatre manager who reported that 5 surgeons including the reporter uses the console and none of the other 4 surgeons have reported similar problems. Add'l info was received from the surgeon reporting he had observed a corneal burn in a third case. Add'l info has been requested. This report is for the third patient who had a corneal burn. This is the third of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).